Event description:
A user facility reported to olympus that the fuse blew repeatedly and then eventually the unit failed to power on. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit failed to power on and the cause was isolated to the power supply. In addition, the power switch was noted missing. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event (failure of device to power on) was failure of the power supply due to deterioration associated with the age of the device and repeated use. The missing power switch, identified on the device evaluation, was likely a result of damage, incurred during the transportation and shipping process while returning the device to olympus.